Event description:
It was reported that there was high impedance. It was noted that electrodes 1, 2, 4, and 5 were working but all others were out of range. It was noted that actions required as a result of the event included reprogramming. It was also noted that action was not taken yet was planned. It was not specified what was planned. Symptoms associated with the event included pain at an unknown location. It was noted that the event occurred during normal use. Diagnostic testing or troubleshooting included impedance testing and reprogramming. It was noted that the device remained implanted and in service. The patient¿s status was alive with no injury. Additional information received reported that the high impedances did not resolve. It was noted that the cause of issue was not determined. It was noted that there were not any interventions taken or planned as of (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6), 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).